Event description:
A nurse reported via telephone that the customer's blood glucose had been 20 mg/dl due to insulin pump settings. The nurse was assisted with changing the settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.